Event description:
Procedure type: sigmoid resection. According to the reporter: two surgeons performed a laparoscopic sigmoid resection. After they successfully mobilized the bowel, they used a 28mm 3.5mm eea to perform an end to end anastomosis. The surgeon squeezed the handle firing the instrument and held for about 20 seconds. While he was tilting the anvil after firing he noticed the eea stapler did not fire all the staples and left a partial anastomosis. The surgeons converted to an open procedure and had to re transect and re fire another 28mm 3.5mm eea. This took an additional hour to perform. The second attempt was successful. No reinforcement material was used. There was unanticipated tissue loss. The incision was extended more than 1 inch when the laparoscopic case was converted to an open procedure. There was no unanticipated blood loss of more than 500cc or tissue damage.

Manufacturer narrative:
(B)(4). Initial report sent 5/27/2015.